Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a display digit not illuminating could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number was reported by the customer. Additional comments: n/a additional comments 2: a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that the 10th digit of the lvp display was not illuminating as expected during pm. There was no patient involvement.